Event description:
Boston scientific received information that this right ventricular (rv), pace/sense lead may have contributed to high, out-of-range pacing impedance. When the lead was x-rayed, it was found to be fractured at the subclavian juncture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received severed at 171mm from the terminal pin; two segment returned for a total length of 294 mm. The distal tip section of the lead was not returned. Insulation cuts were observed 272 mm from the terminal pin; suture sleeve remained in a tied position at 276 mm and 284 mm. Laboratory testing was able to confirm the reported clinical allegation. Fractured coils were confirmed at the distal end of the middle segment at approximately 294 mm. Both the cathode and anode wires showed some evidence of fatigue and overload regions along with titanium inclusions at the origin which were likely titanium carbon nitrides from the manufacturing process.

Manufacturer narrative:
All available information indicates that the device remains implanted but out of service and is scheduled to be replaced in the near future. If additional information becomes available, this event will be updated and an updated report will be submitted.

Event description:
--

Manufacturer narrative:
During the lead revision, the tip of the lead was not found, however, the remainder of the lead was explanted. (The ventricular lead became stuck at the subclavian ligamentum costo-clavicular site.) When the lead is returned and analysis is complete, an updated report will be submitted.